Event description:
The device was returned to the manufacturer, analysis was performed and identified that the implantable pulse generator (ipg) experienced a weak resistance spot weld. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. Analysis of the battery revealed finite element analysis confirmed that the maximum in-use forces are below the measured or estimated weld strengths. Analysis of the returned device included review of the data recorded by the device while it was in use, and visual inspection. The device was tested for functional performance: the operational output at nominal manufacturing settings was compared against a set of defined electrical specifications. Further advanced testing included cutting open the device to allow access to its internal components, and off-site testing of the battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.